Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle y mesh. Later, the pt experienced exposed mesh, pain, bilateral levator spasm, urinary tract infections, burning, aching with urination, back pain, flank pain and dysuria. A removal of the mesh was performed. Subsequent treatments and/or therapies were also reported.